Event description:
Customer reports device voice prompts not functioning.

Manufacturer narrative:
(B)(4). Device evaluation pending. Initial report submitted due to potential reportability under 21 cfr 803.3.